Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable clamp, pump won't run alarm was noted. It was also reported that the pump was restarted but the alarm returned. No patient consequences were reported. No adverse effects were reported.